Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. External visual inspection: no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed using the received cycler, and there were no alarms that occurred during testing. The reported failure mode was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. The internal, visual inspection of the cycler unit found no discrepancies alarms that occurred during testing. A service record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
A peritoneal dialysis (pd) patient reported he felt full and had a larger than normal drain. (B)(6). The reported drain volume of 3024ml was 202% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.